Manufacturer narrative:
A ge rep evaluated the system and determined that the problem was caused by a corrupted database originated by improper shut down of the system. The ge rep recovered the scan studies by rebuilding the database, and was able to load scans error free. The system functions as intended.

Event description:
The customer reported that they are not able to access the pt database. There is no response when pressing 'patient database' menu option. No pt injury was reported.